Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported in medwatch mw5101277: "I am the patient related to the FDA report: stryker orthopaedics-mahwah abg ii no. 5 cementless left v40 catalog number 4845-0205 event date (B)(6) 2013 MDR report key (B)(4). This is the prosthesis that was put on me: stryker orthopedics-mahwah abg ii no 5 cementless left v40. Afterwards, two CT scans, one performed on (B)(6) 2013 and the other - resolutive - on (B)(6) 2013, showed that the prosthesis was badly positioned and for this reason an impingement had been caused between the stem and the acetabular cup (including polyethylene insert). The acetabular cup had been implanted with poor anteversion: the anteversion angle of 20¿ was not respected and it was only 7¿. This fact had injured the iliopsoas tendon, which has never recovered, even after the removal and replacement of the prosthesis. The tests to which stryker refers in the report of the case, were only nickel and chromium because stryker on (B)(6) 2013 had not yet provided the doctor who had made the report, the technical data sheet of the prosthesis, where all the metals to be searched were indicated. Actually, I have the email in which stryker confirms the opening of the accident in my name and sends the data sheet to my trusted orthopedist, on (B)(6) 2013 I already had exams, with all prosthetic metals in high/ toxic concentrations in the body, titanium increased again until the last examination on (B)(6) 2013. On (B)(6) 2013 the prosthesis was explanted and strong osteolysis was found due to metallosis and damage from polyethylene and metal debris (metal particles) were found on the psoas tendon and in the periprosthetic tissues...the values of titanium and other prosthetic metals are further increased until the explantation of the prosthesis ((B)(6) 2013), as from the report dated 20 july 2013 (which I can send if requested), FDA safety report ID# (B)(4). Update as per received medwatch mw5101330: I am the patient related to the FDA report: stryker orthopaedics-mahwah abg ii no 5 cementless left v40. Catalog number 4845-0205. Event date (B)(6) 2013 MDR report key (B)(4). MDR text key (B)(4). This is the prosthesis that was put on me: stryker orthopaedics-mahwah abg ii no 5 cementless left v40. Afterwords, two CT scans, one performed on (B)(6) 2013 and the other- resolutive - on (B)(6) 2013, showed that the prosthesis was badly positioned and for this reason an impingement had been caused between the stem and the acetabular cup (including polyethylene insert). The acetabular cup had been implanted with poor anteversion: the anteversion angle of 20 was not respected and it was only 7. This fact had injured the iliopsoas tendon, which has never recovered, even after the removal and replacement of the prosthesis. The tests to which stryker refers in the report of the case, were only nickel and chromium because stryker on (B)(6) 2013 had not yet provided the doctor who had made the report, the technical data sheet of the prosthesis, where all the metals to be searched were indicated. Actually, I have the email in which stryker confirms the opening of the accident in my name and sends the data sheet to my trusted orthopedist. On (B)(6) 20131 already had exams, with all prosthetic metals in high/ toxic concentrations in the body. Titanium increased again until the last examination on (B)(6) 2013. On (B)(6) 2013 the prosthesis was explanted and strong osteolysis was found due to metallosis and damage from polyethylene and metal debris (metal particles} were found on the psoas tendon and in the periprosthetic tissues. The consequences I have developed have been: - thyroid nodules, pericarditis, in 2015 appeared a spot similar to acanthosis nigricans of considerable size, in 2016 a 12 cm pelvic pseudotumor containing the prosthetic metals titanium etc. Was removed, titanium etc. Were found in the pleural fluid, and in the abdominal fluid in 2016 removal of sub-mammary nevus for suspected melanoma and skin spot biopsy. The histological examination confirmed adverse reaction to foreign bodies, including in mammary cysts (2017). Atrophy of iliopsoas. The values of titanium and other prosthetic metals are further increased until the explantation of the prosthesis ((B)(6) 2013), as from the report dated (B)(6) 2013 (which I can send if requested). FDA safety report ID# (B)(4).